Event description:
It was reported that the device displays high pressure alarm; rear case is damaged. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. There was evidence of the reported problem in the event log. A functional test was performed, and the device was visually inspected. The reported failure was not replicated. The root cause of the event cannot be established. High pressure alarm messages after pump starting were found in the pump's event history logs. One possible, but unconfirmed, problem source was listed as fluid ingression on the pump by the chassis base of the downstream occlusion sensor. Rear housing was also confirmed to be damaged. The root cause of the reported failure can be attributed to user induced fluid ingression. The downstream occlusion sensor and rear housing will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
The device was returned for investigation. There was evidence of the reported problem in the event log. A functional test was performed, and the device was visually inspected. The reported failure was not replicated. The root cause of the event cannot be established. High pressure alarm messages after pump starting were found in the pump's event history logs. One possible, but unconfirmed, problem source was listed as fluid ingression on the pump by the chassis base of the downstream occlusion sensor. Rear housing was also confirmed to be damaged. The root cause of the reported failure can be attributed to user induced fluid ingression. The downstream occlusion sensor and rear housing will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device displays high pressure alarm; rear case is damaged. No patient injury was reported.